Event description:
The following complaint was reported: top of the urine bag is kinking and obstructs the flow; this has happened several times, this particular time the pt had less than one liter in his bladder that flowed out when the tubing was straightened.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Due to pt safety they switched to another bag, qoufora. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Reported to the FDA on (B)(4) 2013.